Event description:
Pt was burned on the right breast during surgery. Contact stated that the doctor placed the retractor on the pt during the surgery and "he should not have done that." A first degree burn occurred where the fiberoptic cable connected to the mammary retractor.

Manufacturer narrative:
Contact stated that, she could not confirm the exact instrument, cable and lightsource used during the operation as she became aware of the event two weeks after. Contact stated that, she was not aware of any device malfunctions during the operation. Risk management and initial contact confirmed that they have both our care and cleaning sheet, which contains warnings regarding the use of fiber optic lighted instruments with high wattage and xenon lightsources, as well as our subsequent warning letter dated july 2003.